Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd nexiva 20ga 1.00in hf y developed an infection and required antibiotics 18/5 pt. Admitted to ed for dengue. Pivc-1 nexiva 20g inserted @lt wrist - on 1 attempt. 22/5 pt. Complained pain & tenderness at lt. Wrist. Affected pivc-1 nexiva 20g (lt. Wrist) removed. Inserted pivc-2 (rt. Brachial). No complaints with new pivc. 23/5 lt wrist site found swollen (post removal pivc-1 nexiva). 25/5 lt wrist site found purulent discharge.

Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. Since the product does not have any quality issues. However, the patient faced adverse health issue (tissue injury & infection). This complaint is concluded not caused by the product and cause traced to user.

Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. Since the product does not have any quality issues. However, the patient faced adverse health issue (tissue injury & infection). This complaint is concluded not caused by the product and cause traced to user.